Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Event description:
The complaint is reported as: "22 mar 2019, patient need nebulization treatment, after the medicine was injected into the cup and tubing was connected, no mist came out, replaced new one." The patient condition is reported as "fine".